Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced an event of diabetic ketoacidosis on (B)(6) 2024. Blood glucose level was 581 mg/dl at the time of the event. Patient was hospitalized and admitted to intensive care unit. Patient was found positive for ketones level. The duration of hospitalization was overnight stay. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.